Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a low blood glucose of 45 mg/dl. The customer stated the alarm for their low blood glucose went off but they did not hear it. They were assisted with changing the audio and vibrate settings to a higher number. They declined troubleshooting for the low blood glucose. The device will not be returned for analysis.